Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was in communication loss. Network communication resumed on its on shortly thereafter. The customer later stated that they had a failed switch and after it was replaced the issues were resolved. No patient harmed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following fields are not applicable (na) to the MDR report. Concomitant medical devices were requested from the customer but was told that they do not know what devices were being monitored on the cns.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was in communication loss. Network communication resumed on its on shortly thereafter. No patient harmed.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was in communication loss. Network communication resumed on its on shortly thereafter. No patient harmed.

Manufacturer narrative:
Details of complaint: on 6/17/2019 customer reported that cns device's screen went black, lost communication with beds being monitored, then shortly resumed as normal. There were no errors on the device. The issue could not be duplicated. Customer later confirmed the issue was caused by a failed network switch but could not provide further details. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: service history for this device shows communication loss was an isolated incident. Service history for this facility shows one other incident of comm loss under notification 300130655. This incident was not related to a network switch. The root cause of the network switch failure is unknown. D11. Concomitant medical product: information for what devices were being monitored were requested from the customer but was told that they do not know what devices were being monitored on the cns.